Event description:
The pt has had a good outcome.

Event description:
During intraocular lens (iol) implant surgery, the surgeon noticed the iol was scratched after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.